Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown low priority alarm occurred on an amia automated pd system. This alarm occurred while the patient was connected. The registered nurse indicated the cycler got a max air exceeded alarm. The alarm cleared. When they powered the cycler off and on, the cycler was going through the disconnect steps still. The technical service representative explained to the registered nurse that the amia automated pd system forces you to go through the disconnect steps every time and won't just reset like the homechoice would. The amia cycler was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.